Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no non conformances were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt went to an urgent care center due to a possible infection at her scs ipg surgical incision site. The pt stated the urgent care physician diagnosed an infection and prescribed the pt oral antibiotics. Follow up identified cultures taken were positive for infection. The pt was instructed to continue taking her antibiotics.